Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during change out for normal eri, the physician noticed the sealing rings on he right ventricular lead were loose and sliding. The lead was placed into the rv port of the device without incident. The measured pacing lead impedance, capture threshold and r-wave amplitude were all within normal ranges. Physician will continue to monitor. The patient was asymptomatic and stable in the recovery room.